Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of propofol, at an unspecified rate, via a pump. After an unspecified length of time, it was reported that the physician noted a leak of an unspecified volume of solution at an unspecified location of the filter of the tubing set. The tubing set as replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy for this pt. No medical interventions were reported. Although requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.